Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer reported that he obtained a high reading on the contour next link 2.4 meter. No specific reading was provided. The customer stated that the reading was not sent to the insulin pump. The customer experienced symptoms of hyperglycemia which he described as being thirsty, tired and unstable. The customer went to a hospital where he was given an insulin injection. The device is not expected to be returned for evaluation.